Event description:
It was reported that during a total procto colectomy procedure, the cannula cracked. This occurred outside the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.